Event description:
I purchased nexcare waterproof bandages, which I wore on my forehead to cover a cut. The non-damaged skin next to the cut where the latex bandage adhesive part covered the skin left a burn mark. I first noticed an itching and redness under the bandage. When I took it off on sunday evening, it was very red with a burning sensation. It is now getting darker and crusty. I took pictures of the issue. I called nexcare to document what happened; however, the needs to be handled above nexcare to ensure this product is properly dealt with. It is noted as breathable material; it is clear that it's not or my skin would have burned.